Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 75% stenosed lesion being treated was located in the moderately tortuous and calcified right coronary artery (rca). The 4.0x12mm quantum balloon was advanced and was inflated to 8 atm, the balloon ruptured during the first inflation. The device was removed intact. The procedure was completed with a non-bsc device. No patient complications were reported and patient status is good.